Event description:
It was reported that there was a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to non-sustained tachycardia episodes and short interval counts (sic). At the office visit three days later, t-wave oversensing was noted after premature ventricular contraction. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).